Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon indicated a dislike with the retractor protector for the device because there is an increased drag force. The surgeon refuses to use the retractor protector. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.